Event description:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the als 861288 (heartstart mrx monitor/defib) indicating that the device is beeping and displaying a red "x." The event was in use and there was no reported patient nor user harm. Visual inspection found the device is beeping and is displaying a red "x." The following functional tests were performed: operational check, controls check and shock test. Results of functional testing indicate the device is operational, as all tests and parameters were successfully completed. The issue did not reoccur following the operational check. The device was fully functional and returned to service. No repairs were needed. No parts were replaced. Device remains at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.